Event description:
Physician deployed a resolute integrity 3.0x34mm drug eluting stent. No issues were noted to device on removal from packaging. No complications were reported with procedure. After procedure, it was noticed that the stent was implanted post it's expiration date. No patient complications post-procedure.

Manufacturer narrative:
Evaluation results: shelf life exceeded; failure to follow instruction; no results available since no evaluation performed. (No device return - remains in patient). Evaluation conclusion: failure to follow instructions; no device failure; user error contributed to event. (B)(4).